Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that her insulin pump alarmed, which caused her to change her reservoir twice. During troubleshooting, customer was asked to check the condition of the drive support cap and it was found to be protruding from the device. Customer was advised to disconnect from the insulin pump and revert to manual insulin injections. Customer's blood glucose level was 356 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.